Manufacturer narrative:
Device evaluation summary: during evaluation of the sample some lines of shell wear were noted on the anterior and posterior view. In addition one (1) area of siltex cracking was noticed in the posterior aspect. Within the area of siltex cracking, a tear was discovered measuring approximately less than 0.1 cm. No other anomalies observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 375cc mentor siltex round moderate profile and was presented with right side deflation on (B)(6) 2012. The patient then noticed deflation on the left side. Bilateral deflation was confirmed by provider on (B)(6) 2019. As a result, patient underwent bilateral explantation on (B)(6) 2019. This report is for the patient¿s left-sided device.